Event description:
The customer reported that when they reviewed a code summary there were messages stating that shocks had been aborted. There was no impact to the involved pt.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.